Manufacturer narrative:
The device was returned to the resmed service center in (B)(4) for an evaluation. A review of the device log found a system fault 180 occurence indicating a battery charger fault. The device is currently under investigation at the design house in (B)(4). Investigation methods, results and conclusions are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that a system fault (sf 180) occurred on an astral device indicating a battery charger fault. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation determined that the device fault was due to an isolated component failure within the main circuit board (pcb). Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).